Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided their quality control (qc) data from before the discordant results. The qc data indicated results were within range. The customer then performed a sensor change and the low results occurred after the change. The customer then ran multiple conditioning cycles but the na qc was low. The customer changed the sensor again, conditioned the instrument and qc was within range. The ccc dispatched a siemens customer service engineer (cse) to the customer's site. The customer called the ccc back. The customer suggested that discordant results may be sample related. The customer pulled the samples and checked them. The customer stated that the first sample processed ((B)(6)) was very short and not processed in a small sample container (ssc) as it should have. Headquarters support center (hsc) reviewed the data. Hsc noticed that na and cl results were impacted by similar percentage between the initial and repeat runs of the two samples, concluding an improper integrated multisensor technology (imt) dilution occurred. Qc is within range without evidence of outliers to suggest an instrument problem. Qc after the samples were run was within acceptable limits, indicating the obstruction was flushed out of the imt probe after completion of the sample. Hsc concluded the cause of the event was due to an obstruction of the imt probe as a result of poor sample quality and the presence of gel, fibrin, micro-clot or cellular material. A customer service engineer (cse) visited the site. The cse replaced the rotary ceramic discs kit, verified alignments, ran diagnostics, which passed and qc passed. The cse ran precision and comparisons with the other dimension vista instrument. The customer reviewed the data, and all within specifications. The cse ran qc precision which was within specification and range. The cause of the discordant, falsely high sodium (na), potassium (k) and chloride (cl) results was from an obstruction of the imt probe, as a result of poor sample quality and present of gel, fibrin, micro-clot or cellular material. The instrument is performing according to specifications.

Event description:
Discordant, falsely high sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples on a dimension vista 500 instrument. The initial discordant results were reported out to the physician(s). The physician(s) questioned the results and requested a repeat. The customer repeated the samples on their other dimension vista instrument, resulting lower. Corrected reported were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium, potassium and chloride (cl) results.